Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set leaked. It was reported that at the beginning of infusion of blinatumomab at 0.2 ml/h, the patient noticed that medicine was leaking from a "tiny hole" in the extension set and the "medicine drained into the sleeve." It was reported that the hole was located at the valve. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received with no delamination was found in one (1) join of the filter with the tube. During the evaluation of the device leak testing on the samples received were performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.